Manufacturer narrative:
A partial lead was returned for analysis. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the during implant procedure the left ventricular lead could not be implanted, the guide wire became stuck. The lead was removed and a new lead was placed successfully. The patient did not suffer any complications.